Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The mini trek referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, 99% stenosis in the distal right coronary artery. Reportedly, the 2.0 x 8mm rx trek balloon catheter (device 1) would not cross the lesion due to the anatomy. A non-abbott micro catheter crossed the lesion. The rx trek (device 1) was advanced for pre-dilatation; however, the balloon ruptured during first inflation at 12 atmospheres. A 2.5 x 12mm nc trek balloon catheter (device 2) was advanced successfully. An attempt to cross the lesion with a 3.0 x 38mm xience xpedition (device 3) was made; however, did not cross the lesion due to patient anatomy. The proximal shaft was kinked at approximately 20 cm distal to the hub. The 2.5 x 12mm nc trek (device 2) was advanced a second time and inflated to 18 atmospheres; however the balloon ruptured. Timi iii flow was gained and the procedure was completed with no additional treatment. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.